Event description:
The lay user/pt contacted lifescan (lfs) in 2009, alleging that the code number was not appearing on her one touch ultra2 meter. The medical surveillance specialist (mss) spoke with the pt on march 3, 2009, and obtained the following info. The pt reported that the alleged issue began on the afternoon of original date, when she attempted to use the subject meter for the first time. The pt claimed she tests her blood glucose 3x/day (at mealtime) and manages her diabetes with 2 types of insulin (novolog and lantus). On the morning of the same day, the pt stated that she tested with her freestyle meter and obtained a blood glucose reading of "179 mg/dl", and administered her usual dose of insulin (25 units of novolog). That afternoon, at 12:30 pm, she also tested with her freestyle meter and obtained a result of "243 mg/dl." The pt reported taking her usual dose of insulin (25 units of novolog) that afternoon also. Earlier that day, the pt claimed her spouse had purchased the subject meter for her, due to changes in her insurance coverage. At 1:00 pm that afternoon, she attempted to use the subject meter; however, when she was unable to test, as a result of the issue she contacted lfs. While troubleshooting the issue with lfs, the pt claimed she began to feel shaky and attributed the low symptom to not having her usual meal/snack at 3:00pm. The pt reportedly treated self with food after developing the symptom. At 3:45pm that afternoon, after eating something, the pt claimed she obtained a reading of "123 mg/dl;" however, she did not recall if she obtained the result with the subject meter or on her freestyle. At the time of troubleshooting, the customer care advocate noted that the alleged issue was resolved with training. Replacement products were sent to the pt. This complaint is being reported because, the pt claims she developed symptoms suggestive of hypoglycemia after the alleged issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform the FDA of product(s) that do not pass inspection in a supplemental report.